Manufacturer narrative:
The driver was returned, dimensions taken are within specifications and the driver is not fractured. The item exhibits a fractured piece of the reamer remaining inside the threaded hole. Reamer is not returned. The device history records for the driver were reviewed and identified no deviations or anomalies. The lot number of reamer is unknown and hence device history record review can not be completed. The driver has a potential field age of approximately 1 year and 11 months. Manufacturing date and field age of the reamer cannot be determined since the lot number is unknown. This device is used for treatment. A complaint history review was conducted for the driver and identified no additional complaints. Reamer part and lot number are unknown and hence complaint history review cannot be completed. A definite root cause cannot be determined with the information provided. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-00294).

Event description:
It is reported that the reamer broke off during surgery. No pieces remained in the patient.